Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin injection. The customer did allege the insulin pump was under delivery. The customer performed the self test and displacement test and they were able to passed the test. The customer was using the auto mode feature. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.